Event description:
It was initially reported that the catheter kept on "moving" and patient was to undergo a "third surgery to replace the catheter". It was later reported that patient had had 2-3 revisions since implant because of a cerebrospinal leak/seroma. Currently patient had another seroma in his pump pocket and was in need of medical attention. Patient's physician had ordered a dye study and roller study. No information was known regarding the drug and dosage. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8731sc,serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had problems with the pump and catheter since implant. The catheter was pulled completely out from the pump. The patient had 3 revisions in 2011 and 2012. The pump was currently shut off and had been for 1.5 years. The patient had multiple csf leaks since implant and multiple revisions. The patient was having the pump and catheter replaced the next week. The pump was used to infuse morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was getting a magnetic resonance image (MRI) done due to lower back pain and numbness. The patient also had leg pain for a while. To the patient's knowledge, the pump had been empty for 3 years. The pump never really worked for the patient. It was stated that they may replace the catheter and use the pump in the future.

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that a dye study confirmed that the catheter was clogged and cerebral spinal fluid (csf) leaks. The catheter had been clogged since (B)(6) 2011. The pump worked for about 2 months, and then the patient got a csf leak between (B)(6) of 2011. It was noted that the patient as had 4 emergency surgeries because of the csf leaks. The health care provider (hcp) believed the catheter was clogged where the tip was. It was noted that a lot of superglue was used because the patient was having csf leaks. The pump had never worked after 4 surgeries. The pump was set for the minimum rate just to keep the pump moving. The patient just wanted the pump working. The patient didn't want to be cut up and have a new pump. It was noted that there had not been an issue with the battery life.